Manufacturer narrative:
Initial and final MDR 2584112-device 7 of 9.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced nine infusion set tubing detached from connector events on 26-feb-2026. The infusion set was in use for twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.